Event description:
Per spontaneous email from cnss: pt's cadd ms3 pump sn (B)(4) has a crack around the opening where the cartridge is inserted. Pt has not started therapy yet. These pumps were shipped for training. No harm to pt as pt not even on remodulin yet. Cnss will return cracked pump. Sending replacement pump. No further info available. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by pt/caregiver.